Manufacturer narrative:
This case of death was reported to the manufacturer along with some other cases of explant. No information about the serial number and details of the case were provided. Method and results code: are selected since there is no information about the device was provided and device was not returned to the manufacturer.

Event description:
The manufacturer was notified on (B)(6) 2015 about a case of death related to mitroflow lxa explant . No further information provided.